Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08335. It was reported that patient was not receiving therapy since approximately last two years. Reportedly, patient had a fall which resulted in a lead fracture. In turn, surgical intervention was undertaken wherein the entire scs system was explanted.